Event description:
Caller states that some readings are not present in the memory and that some readings in the memory were not performed by the user. No injuries reported. Requested return of suspect device and replacement was sent.